Event description:
It was reported that the trans-fix had broken post-operatively. Prior to this report, the patient said that he had one piece removed which was rubbing on his iliotibial (it) band. He had an x-ray done that showed a 3mm piece in the soft tissue towards the backside of his knee. Pending his decision to have his knee opened again. Dos (B)(6) 2010.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was requested for evaluation but part remains in the patient and the part that was removed will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A likely cause of the event is patient non-compliance post-op. Product directions for use ((B)(4)) states post-operatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.